Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 10 cm abdominal aortic aneurysm approx one month ago. The aortic neck had 90 degree angulation proximally and 80 degree angulation distally. The aortic neck was 23 mm in diameter above the renal arteries, 26 mm in diameter at the level of the renal arteries and 30 mm in diameter 12 mm below the renal arteries. The iliac arteries had excessive tortuosity, mild thrombus and mild calcification. It was reported that when the bifurcated stent graft deployed via the right side it landed a little lower than intended and there was a type I endoleak present (ref MFR #2953200-2011-00842). An endurant aortic cuff was deployed; however, upon removal of the delivery catheter the nose cone caught on the aortic cuff, and pulled the aortic cuff down and there was a type I endoleak. The physician inflated a balloon within the aortic cuff and was able to move the nose cone away from the device and remove the delivery catheter. It was reported that during the removal of the delivery catheter the aorta was dissected; however, it is unk at what point the aorta was dissected. A 36 mm diameter endurant aortic cuff was implanted at the renal arteries and covered the dissected area, but there was still a slight type I endoleak (see MFR # 2953200-2011-00844). The aortic cuff was modeled with a balloon, but the endoleak persisted. A palmaz stent was implanted and resolved the endoleak. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results, conclusion: (endoleak, dissection). (Severely angulated aortic neck, tortuous and calcified iliac arteries). (Device used in pt with severely angulated aortic neck, tortuous and calcified iliac arteries).